Event description:
A field service engineer (fse) was dispatched to the customer site in response to an allegation of a bad printer. There is no patient involvement. This report was generated pursuant to quality plan (B)(4) - quality plan ¿ ecr als service record remediation.